Manufacturer narrative:
The device was returned to the factory for eval. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip,. The wire remained in place at the base of the jaws. Based on the returned condition of the device, the reported complaint was confirmed for "bent/detached heater wire." The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for lots 25312649, 25113276 and 25113386 and last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was exposed. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).